Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of aesculap ag (manufacturer, registration no. 9610612). Exemption number: e2014018. Manufacturing site evaluation: devices are not available because the components are still implanted. No pictures were provided; surgical specimen and final results provided. We do not know the consistency and origin of the mentioned tissue with blackened appearance. Batch history review: the device quality and manufacturing history records have been checked for all available lot numbers and found to be according to our specifications valid at the time of production. Conclusion and root cause: based on the information available, it is not possible to determine a possible root cause for the failure. At this time we assume that the failure is not product related. It could be possible that the failure is usage/patient related. Rationale: in light of the incomplete information received about the lab results, and due to the circumstance that we did not receive the complained devices for investigation, it is not possible to determine a root cause for the mentioned failure. There are no hints for a material problem. According to the quality standard and files a material defect and production error is improbable. At this time we exclude a design-related error because the market feedback is unremarkable on this matter. A maintenance failure also can be excluded because this issue is only relevant for instruments. It could be possible that due to so-called "third-body wear" (such wear includes foreign particles for example bone cement, bone, or metal particles) in the knee mechanism (bush bearing) lead to a peek abrasion which could lead potentially to the mentioned blackened tissue. A CAPA is not necessary.

Event description:
It was reported that a patient was initially implanted with enduro knee products in the right knee on (B)(6) 2018. Later, the patient presented with joint pain and stiffness; after examination, it was determined that a "wash-out" was necessary. On (B)(6) 2019, the patient underwent an arthrotomy of the knee and quadriceps-plasty. Tissue specimens were taken; tissues had a blackened appearance. The underside of the patellar tendon and intercondylar box had the highest concentration of blackened tissue. No damage to any of the components was observed and neither were there indications of loosening of the hinge mechanism. Results from the laboratory showed benign tissue, microscopically examined, demonstrating patchy calcification; no definitive evidence of malignancy. No additional patient harm or intervention has been reported since the surgery. Associated components (reported separately): as enduro meniscal component; as nut for femur extension stem; as femur extension stem; as tibial offset stem; as enduro femoral component.